Event description:
The customer reported, the device indicated error code 00020 (defib supply voltage error). Error code 00020 causes the defib failure cycle power message/instruction to be displayed and is indicative of a condition that could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported the device indicated error code 00020 (defib supply voltage error). Error code 00020 causes the defib failure cycle power message/instruction to be displayed and is indicative of a condition that could impact the delivery of therapy. There was no report of pt involvement or adverse pt impact. The local philips rep evaluated the device and replaced the pacer key assembly to resolve this issue.